Event description:
The customer reported that during a liver resection, the device jaws could not be re-opened while applied to tissue. The surgeon used an electrosurgical pencil to remove the jaws from the tissue. There was no pt injury or blood loss.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.